Manufacturer narrative:
One device was returned for analysis. Visual inspection found that the upstream occlusion pressure valves were not increasing/decreasing. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the damaged upstream occlusion sensor. As a result, the upstream occlusion seal and sensor were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a sensor issue stating cassette not attached, but it was. It shows up and then disappears intermittently. The event occurred during testing. There was no patient involvement.